Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six devices were received for evaluation; 6 events were confirmed during testing. Three devices were found to be affected by corrosion of internal components. Three devices were found to be affected by a worn e-box. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had run-on. Four reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact. One reported event had no known impact or consequences to the patient.